Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the cartridge o-ring was missing and the o-ring was on the pneumatic trap. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.